Event description:
According to the reporter; during a procedure, the first reload with the stapler didn't fire all the way to the end of the staple line. A new reload was used to complete the line however it only fired 5mm down. Finally a new stapler and battery were used with a third reload to successfully fire completely and complete the staple line.